Manufacturer narrative:
(B)(4). Additional information received from the customer indicates the patient is "doing well". It was also reported that a "clamp used to remove the atomization device." The customer returned one unit mad600 madgic atomizer with 3 ml syringe for investigation. The syringe was not returned. The returned sample was visually examined with and without magnification. Visual examination of the sample revealed that the device appears used as there is biological material present on the device. No damages were observed to the device. A device history record review was performed and no relevant findings were identified. The sample was sent to the manufacturing site for further evaluation. The manufacturing site was able to confirm that there was no damage to the returned sample. It is possible that the complaint issue relates to the syringe, but this could not be confirmed since the syringe was not returned. Therefore, the root cause of this issue could not be determined. Corrected data: section b.3.-date of event corrected to (B)(6) 2021.

Event description:
It was reported "that while using a mad600 on a patient, it broke off and fell into their trachea".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 315 samples were taken from the current production p/n mad700 madgic atomizer without syringe, lot # 73k2100853, the samples were visually inspected, and issue reported "broken parts - info not provided " was observed in the current manufacturing process. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "that while using a mad600 on a patient, it broke off and fell into their trachea". Patient condition unknown at time of report. Multiple attempts for additional information to the customer has been unsuccessful.